Event description:
Additional information was received indicating oversensing of the noise was noted on the right atrial lead.

Event description:
It was reported that during a follow up in clinic, noise was noted on the right atrial (ra) lead. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.